Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave out of range signal for 1.5 hours. At the time of the call to dexcom technical support, patient did not report any medical intervention or injuries.